Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2003 - the pt underwent repair of a recurrent ventral hernia with a flat mesh. On (B)(6) 2004 - the pt underwent excision of the flat mesh and segmental small bowel resection.

Manufacturer narrative:
The pt who has a history of transverse abdominal incisions underwent repair of a recurrent ventral hernia with an unspecified/unidentified marlex mesh and underwent explant and bowel resection thirteen months later. During the explant surgery it was noted that there was actually two pieces of mesh that were present and all mesh was completely removed. Pathology showed acute and chronic inflammation of the segment of mesh, the source of the inflammation is unclear. There were multiple enterotomies once the small bowel was taken down from the mesh because it was permanently adherent. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly experienced inflammation which is listed as a possible adverse reaction in the product's instructions for use. The product's instructions for use also state that if an infection occurs it should be treated aggressively, if an infection goes unresolved it may require removal of the prosthesis. Additionally, there was no sample returned for eval therefore the product remains unspecified and unidentified. Based on the info provided, no conclusions can be drawn.